Event description:
It was reported that lead integrity alert (lia) was triggered due to noise on the right ventricular (rv) lead channel. The patient went to the hospital and an x-ray confirmed that the lead did not have a good connection with the implantable cardioverter defibrillator (ICD). It was also reported, the lead has been revised and was not correctly connected to the device. The rv setscrew has been damaged so the physician decided to replace the device. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered due to noise on the right ventricular (rv) lead channel. The patient went to the hospital and an x-ray confirmed that the lead did not have a good connection with the implantable cardioverter defibrillator (ICD). The connection between the lead and ICD will be revised. No patient complications have been reported as a result of this event.